Event description:
During preparation for and during cardiopulmonary bypass, the air detection sensor did not function, requiring it to be removed from service. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.